Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that a monarc sling was implanted and that, "after, and as a result of the implantation," the pt suffered bodily injuries, including, but not limited to, chronic and debilitating pain, mesh erosion of internal bodily tissue, dyspareunia, painful scarring, hardening, worsening urination and additional surgery, permanent physical deficits, permanent impairment, disability and other injuries that are likely to continue in the future. Also reported were side effects that she has suffered and will continue to suffer, pain of body and mind, loss of enjoyment of life and emotional distress and other such damages.